Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The following fields have been populated: a1, d4, d8. Correction to g3 of the initial medwatch. The aware date should be 04-jun-2020. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc) there was the possibility that the reported phenomenon was attributed to the failure of the power supply board. The exact cause of the failure of the board could not be conclusively determined. However, there was the possibility that the failure of the board due to normal aged deterioration because five years have passed since the manufacturing of the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the subject device did not turn on. Olympus service operation repair center (sorc) inspected the subject device and found that the reported phenomenon was duplicated and the power supply board was broken down. There was no report of patient injury associated with the event.